Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. The product identification necessary to review manufacturing history was not provided. The following sections could not be completed with the limited information provided. Lot number & expiry date - unknown. Date implanted - unknown. Manufacture date - unknown.

Event description:
It was reported patient underwent left total knee replacement on an unknown date 17 years ago. Subsequently, patient underwent a revision procedure on (B)(6) 2013, due to instability, swelling and pain. Polyethylene wear was noted during the surgery and the bearing was replaced.